Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
Ascensia diabetes care has become aware of non-conforming contour next blood glucose test strips in the (B)(4) market that were introduced by a european importer selling (B)(4) product to (B)(4). The importer repackaged the outer carton of the test strips in all 3 required languages for the (B)(4) market. However, the vials inside the carton were not over labelled and, so the only language is (B)(4). The (B)(4) languages are missing. Ascensia diabetes care will contact the importer and request they implement activities to address this issue.